Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance 3 times due to low blood glucose with blood glucose of 21 mg/dl at the time of the incidents. The customer was not available at the time of the call and no further details were obtained due to privacy laws. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The caller was inquiring about the recalled infusion sets. The insulin pump will not be returned for analysis.